Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the second sterilized paper peeled off when peeling off the first paper after the product was removed from the box. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria, this is the first complaint reported for this lot number and issue to date. Investigation summary: one MRI powerport isp kit was returned for evaluation. Visual, microscopic, as well as tactile evaluations were performed. The investigation is confirmed for improper peel, the sample evaluation shows images of the inner tyvek attached to the outer tyvek, such that if the outer tyvek were pulled, the inner tyvek would also be pulled along with it. The complaint is confirmed. The cause is manufacturing related. Labeling review:as this even has been identified to be manufacturing related, a review of the labeling is not applicable. Labeling would not have prevented this issue from arising. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the second sterilized paper peeled off when peeling off the first paper after the product was removed from the box. There was no reported patient involvement.